Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clip would not form properly and would not seat in the device. Used a new like device to complete the case. No pt consequence.